Event description:
Patient's girlfriend contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced discomfort while inserting the sensor, removed the sensor, and claimed the sensor wire was left behind in patient's body upon removal of the sensor. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.